Event description:
Medical device: biotel mobile cardiac telemetry. Device serial # (B)(4), device was faulty and could not be activated after charging. Biotel insisted on device return. This delayed arrhythmia detection. Lost charge rapidly. Was on for < one hour and went from 100% to 82%. In addition, device could not connect to biotel's server. Where is quality control here? Cardiac monitors have an important function and should be checked for function before shipping. Patch had to be remove and area is tender. New device to arrive and more skin irritation. FDA safety report ID# (B)(4).